Manufacturer narrative:
The instrument involved in this complaint has been received and tested by failure analysis. The instrument was found to have a damaged grip cable.

Event description:
It was reported that during a da vinci-assisted prostatectomy surgical procedure, the doctor said that they lost control of the prograsp forceps, however, they continued using the forceps in the same way. The surgeon informed that they applied force at a certain point of the procedure and that the steel cable broke. The procedure was completed with no reported injury.